Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred at (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. Sorin group received a report that an s3 roller pump stopped during a procedure. The pump was lower-cycled and operated normally throughout the rest of the procedure. No pt injury was reported. A sorin group field service rep evaluated the pump. The pump was tested by running it under load, using the same tubing used by the customer. No problems were found. Inspection of the pump components did not reveal any abnormalities. As a precaution, the field service rep, reseated each circuit board in the pump and reset all connections. The pump was tested again as described above for an add'l 90 minutes without any problems. Without the ability to reproduce the problem, no root cause could be determined. No further action is necessary.

Event description:
Sorin group received a report that an s3 roller pump stopped during a procedure. The pump was power-cycled and operated normally throughout the rest of the procedure. No pt injury was reported.